Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash under the front left pad. The irritation was described as not severe, light red, not oozing or pussing, and about 2 inches long with no bumps. The patient's doctor told her to use cortisone cream on the rash. Follow-up indicated that the patient had been using the cream over some days and the irritation appeared to be cleared up.